Manufacturer narrative:
The investigation determined that a discordant vitros vanc result was obtained on a non-vitros quality control fluid processed on a vitros 5600 integrated system. The definitive assignable cause for this event could not be determined. Although there is no evidence of a general reagent issue, an unknown issue with the reagent pack in use at the time of the event cannot be ruled out as contributing factor. In addition, due to limited information provided, improper fluid or reagent pack handling protocols or a transient instrument issue cannot be ruled out as contributing factors the assignable cause of this event is unknown.

Event description:
The customer observed a discordant vitros vanc result on non-vitros quality control fluids processed on a vitros 5600 integrated system. Biorad l2 vitros vanc= 27.2 versus expected 41.0 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros vanc patient sample results were questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).